Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test on the contour next meter and obtained a reading of 272 mg/dl at 12:19 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and the contour next control solution from lot # 9bv2g53 for evaluation. The customer also returned the suspected contour next test strips from lot # 8jpeg03a, and the second vial of contour next test strips from lot # 9jpeg09b, which was not associated with the event occurrence. The suspected test strips from lot # 8jpeg03a were not used for testing as the strips expired in sep-2020. The returned meter was tested with the returned test strips from lot # 9jpeg09b and returned control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.